Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was in a panic when they got home on (B)(6) 2017 as they didn't understand the device at all. They were having trouble with the remote control, noting that they had a bad memory. They got a lot of urgency but wasn't able to void and, when they did, they were small voids. It was noted that the stimulation was off. It was also mentioned that their hands were cold and their fingernail was white from holding down the lock icon. On (B)(6) 2017, they stated that they noticed they had to wait a little longer for their flow to start. They felt like they overdid it on the day prior to the report since their hip was so sore and they could hardly walk. It was noted that they had to sleep with a heating pad on the night prior to the report. At the time of the report, they felt dry and their mouth was dry. The next day, it was reported that the patient had pain in the hip bone area on the right side and it was sore. On (B)(6) 2017, they reported that the device had been off and they had to go in to change bandages. Their urgency had increased enormously, noting that the first couple of days were good and then they got frustrated because they thought it stopped working. The patient's doctor was pleased with the results. There were no further complications reported or anticipated.